Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-09040. It was reported the pt (B)(6) is experiencing heating at the ipg site while charging. A new le charger was sent to the pt, which did not resolve the issue.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.